Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
The customer reported the nav ring not working. There was no patient involvement. The field service engineer (fse) advised the customer to replace the front bezel.

Manufacturer narrative:
G4:03mar2020. B4:04mar2021. H11:g5:k102985 h10: multiple good faith efforts were made to obtain information regarding repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.